Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the black foreign material could not be established. Based on the results of the investigation, it is likely that the use of products that contain silicone can cause deposits of white foreign material. Silicone that is included in simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. ¿ the event can be prevented by following the instructions for use which states: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle clogged with black foreign material, and the distal end air water channel containing foreign material. There was no patient involvement